Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 29/aug/2018. Date received by manufacturer: 30/jul/2018. The blower assembly was returned for evaluation. The blower temperature sensor was tested and failed. The blower assembly was tested and passed with no signs of overheating or thermal issues. The failed temperature sensor was the cause of the machine alarm.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported error code 1122- blower temperature high. The customer reported no patient involvement.